Event description:
It was reported that on 21 february 2025, a 14 f amulet torqvue delivery system was chosen for use. There was difficulties advancing the delivery system into the vessel. Difficulty was thought to stem from patient history of pulmonary vein study. After failing to insert, significant bleeding was observed. The procedure was aborted and manual compression was used which resolved the bleeding.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty advancing the delivery system into the vessel and bleeding was reported. It was indicated that the difficulty was thought to stem from patient history of pulmonary vein study. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. The unexpected medical intervention was under case specific circumstances where manual compression was applied to resolve the bleeding. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.